Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the full lead was returned, analyzed and there was intermittency between the connector pin and cap as possible medical adhesive was visible near the contact. It was also noted that the distal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had a cosmetic depression, the outer insulation was breached and had a depression and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported there was noise on the lead reproducible by pressing the patient's hands together potentially due to a breach in the insulation. The lead was removed and replaced. No patient complications have been reported as a result of this event.